Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the bard flat mesh (device 2). An additional supplemental emdr was submitted to represent the kugel patch (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2004 - patient was diagnosed with incisional ventral hernia thereby underwent open repair with implant of kugel patch (device 1) and bard flat mesh (device 2). Per op notes, ¿the hernia sac was identified and reduced. A kugel patch (device 1) was placed over the peritoneum and secured in place to the fascial edges with suture. A weak floor was identified and this area was reapproximated primarily. Overlying the entire mesh and the inferior area of primary closure, a large bard flat mesh (device 2) was placed over the fascia and secured with suture.¿ on (B)(6) 2008 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with implant of ventralex mesh (device 3). Per op notes, ¿previous midline abdominal scar from the epigastrium was opened. The previously placed kugel patch (device 1) was identified. The marlex (device 2) was incised just superior to the umbilicus and the gore-tex layer was left intact. A hernia defect was noted superior to the edge of the kugel patch (device 1) and to the right of midline. The hernia sac was noted to contain large bowel and it was completely reduced back into the abdomen. The defect was noted. A ventralex mesh (device 3) was placed into the defect. The opened marlex (device 2) inferiorly was then closed with suture. The defect was then closed primarily over top of the ventralex mesh (device 3) with sutures.¿